Event description:
Boston scientific received information that during a competitor device hangout procedure this right atrial lead could not be removed from the header. After applying gentle force the lead broke with the connector. Finally after demolishing the device header the right atrial lead was removed from the right atrial port of the device. The lead will not be returned and was not re-used. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory two lead segments were returned. Marks were noted on the terminal pin and ring, while all conductor coil ends appear to be cut. Detailed analysis was performed which showed that the insulation was torn around the circumference at the distal end of the terminal pin molding. Lead integrity testing revealed that the lead was electrically continuous. The clinical allegation was confirmed by laboratory analysis, the lead terminal pin was returned separated from the anode ring.

Manufacturer narrative:
Should additional information become available this investigation will be updated.